Event description:
The pt called alleging that the meter would not power on and they ended up in the hosp. Medical affairs spoke to the pt in 2004 and obtained the folowing: in 2004, the pt had not been able to test their blood glcuose and had been experiencing feeling shaky and sweaty since then. The night before they were able to test; however, does not recall the reading. All day friday, they were unable to use the meter and on saturday their symptoms were worse. They tested on a friend's meter around noontime and received 39mg/dl. Their family member then took pt to the ER and ER meter was 34 mg/dl. They were in the ER for two hours and were treated with glucose gel and orange juice. They do not recall what the reading was prior to leaving the hosp. They had replaced the batteries twice this year on the meter and tests their blood glucose 3-4x a day. They are on a special diet, and are not taking any diabetes medications. They claim their blood glucose is so erratic that they are on a special diet until their md can get their blood glucose to a normal range. Ccr was unable to resolve the issue. This case is being reported as an adverse event, since there was a delay in treatment, since the meter did not power on.